Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does becomes available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Affiliate reported that while removing the implanted micro sensor from the pt's head, the micro sensor stuck. When micro sensor was eventually removed, it was noted to be missing its distal tip of the catheter. The pt was returned to the theatre for the removal of the tip.